Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately six months ago from date manufacturer was made aware.

Event description:
It was reported that the implantable pulse generator (ipg) was no longer holding a charge. It was noted that patient was not able to get enough pain relief. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned.